Manufacturer narrative:
A cardioquip customer submitted samples of their device's water for hpc testing due to suspected device contamination. Following test results outside of cardioquip specifications, device remediation was required. Cardioquip received hpc test results that were within specifications for water quality following the initial failing results indicating that the customer performed a cleaning and disinfection procedure, returning it to full functionality.

Event description:
Cardioquip received hpc test results outside of cq specifications for water quality on (B)(6) 2022, indicating device contamination.